Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. It has been reported that the depuy device was implanted with a competitor manufactured femoral products. This use of the depuy device is not recommended. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. In addition this product code is now obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During a revision to address loosening of a competitor stem, slight poly wear of the depuy liner was noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4), depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: zimmer femoral hip stem event: this was used in conjunction with depuy product in this patient.